Event description:
During procedure the invuity wide angle disposable connector was broken in two pieces. The pieces are plastic and not x-ray detectable. Both pieces were recovered and no doubt complete.